Event description:
It was reported the patient experienced pain at the ipg site as the device was rubbing against the patient's spine. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated, resolving the issue.